Manufacturer narrative:
Tau sarra hartikainen, sina mertins, max behrens, franz-josef neumann, christian marc valina, nikolaus löffelhardt, faridun daniel rahimi nedjat, philipp breitbart, kilian franke, dirk westermann. 'Duration of dual antiplatelet therapy after percutaneous coronary intervention of unprotected left main coronary artery stenosis: 6 versus 12 months.' Journal of clinical medicine, no.18, 2024, doi: 10.3390/jcm13185449. Pmid: 39336936. A2: average age a3: majority gender b3: earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Patient deaths were also included in the results of the journal article, however no causal link suggesting that the medtronic devices used in the patient cohort may have caused or contributed to the deaths was provided. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A literature article was reviewed titled 'duration of dual antiplatelet therapy after percutaneous coronary intervention of unprotected left main coronary artery stenosis: 6 versus 12 months'. The aim of this retrospective study was to investigate clinical outcomes depending on 6 versus 12 months of dual antiplatelet therapy (dapt) duration after percutaneous coronary intervention (pci) of unprotected left main coronary artery (ulmca). Between january 2004 to march 2017, 984 patients were included, of which 339 (34.5%) received dapt for 6 months and 645 (65.5%) for 12 months. The primary endpoint was the composite of all-cause mortality, myocardial infarction, and target lesion revascularization at one year. Secondary endpoints included individual components of the primary endpoint, definite/probable stent thrombosis, and bleeding. Patients received dapt which contained the p2y12 receptor inhibitor clopidogrel in addition to asa. A lifelong maintenance dose of 100 mg asa was recommended. The maintenance daily dose of clopidogrel was 75 mg with a duration of either 6 or 12 months after pci. The selection of the implanted drug-eluting stent (des) type was as indicated by the treating interventionalist. Medtronic resolute integrity des were among multiple non-medtronic des used during the procedures. Follow-up was done via mailed questionnaires or telephone calls at 30 days and 1 year. The primary composite endpoint mace occurred in 51 versus 104 patients in the 6 and 12-month group in one year, respectively. Clinically relevant bleeding events (barc 3,4,5) occurred in 19 patients of the 6-month group and in 34 patients of the 12-month group. The rate of stent thrombosis was similar between the groups.

Manufacturer narrative:
Additional information: annex d code. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.